Event description:
It was reported to vyaire medical that the lullaby reusable skin temperature probe was malfunctioning while connected to a patient. The customer stated that the probe was replaced and the patient was transferred to another station. The customer confirmed that there was no patient harm associated with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.